Event description:
An attempt was made to pace a pt with a critical cardiac arrhythmia. Reportedly, the device displayed that pacing 'flagging' was occurring, but the pt was not being paced. The observation or observations upon which this allegation was based was not reported. A backup device of same model was connected to the pt and was successfully used. The pt was not resuscitated. The reporter did not know if the reported discrepancy contributed to the pt outcome.